Event description:
Information received from the field notes that the patient was symptomatic and a holter monitor recorded pauses up to 3.3 seconds at three different times. These were a-v spikes without capture. Because of the chronic unipolar leads, the device is in the unipolar configuration. The device remains implanted and monitoring will continue.